Manufacturer narrative:
No product was returned and are unable to confirm the reported complaint. A device history record (DHR) review showed there were no discrepancies reported during the manufacturing of the reported lot number. If the product is returned the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022, due to "shortness of breath for 1 week, recurrent and aggravation for more than 2 and a half hours", and underwent nasal tracheal intubation and ventilator assisted ventilation on the same day. On (B)(6), it was found that the tracheal intubation slipped out of the airway on its own, it was checked again, and it was found that the balloon pressure could not maintain the normal range, and it was immediately replaced with an oral tracheal tube, and the pressure of the replaced tracheal intubation balloon could maintain the normal range, and the ventilator was connected to assist ventilation. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.